Event description:
Boston scientific received information that during the explant procedure for this pacemaker due to normal battery depletion, it was found that the right ventricular lead was stuck in the device header. The setscrews were unable to be retracted and after troubleshooting unsuccessfully, the physician removed the back of the device header and pushed the lead out. There were no adverse pt effects.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, predecontamination inspection noted that the seal plugs were missing and there was damage to the back of the header. Damage was also noted in the entrance of the lead barrel. Both setscrews moved freely and operated normally. Post decontamination microscopic visual inspection noted that both retainer rings were bent upward and both setscrew hex slots were rounded suggesting incomplete or improper insertion of the torque wrench either during seating or unseating of the setscrew. The bent retainer rings revealed excessive force was likely used while retracting the setscrew. Inspection of the inner seal ring with a high power microscope revealed evidence of silicone to silicone bonding which would have caused the lead to be stuck in the device header.